Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specifications. The unit was monitored and no blank display anomalies were noted. No damage on the c13/lcd isolation tape noted. The unit passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed. The unit was received with cracked case at display window corners and a scratched lcd window.

Event description:
The customer reported a motor error alarm. Prior to the event, the patient stated that he was just getting his basal delivery. The blood glucose reading was 240 mg/dl. In troubleshooting, the customer was able to rewind the insulin pump. The device was not exposed to a strong magnetic field or an MRI. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.